Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter issue started approximately 2 months ago. She stated that she manages her diabetes with oral medication, diet and exercise. The patient reported she did not make any changes to her usual diabetes management regimen in response to the alleged meter issue. The patient denies developing any symptoms, but stated that when she visited the doctors office 2 months ago, he increased her glucoside from 1 tablet per day to 2 tablets per day. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time, and there was no evidence of misuse of the product. The csr noted the subject meter had alkaline batteries, and there was no evidence these needed replaced. The issue was not resolved with training. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.